Event description:
Resident found at approximately 7:40 a.m. With right leg caught in bedrail. Resident had a laceration 6cm long and 2cm deep located approximately halfway down right tibia, resident was sent to hospital and received sutures. Bed was inspected by administrator, and fire safety chairman and found that bedrail had wielding that had not been properly ground off causing injury. Manufacturer was also notified of problem, all beds were inspected for this problem. No problems found, bed that injury occurred was removed from facilitydevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: manufacturing. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.